Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A device history record review revealed no issues that could have caused or contributed to this issue. Upon conclusion of the investigation, the cause of this issue was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 12:54:23. During night drain cycle one, the patient's ultrafiltration reading was 1873ml, indicating the home patient drained 1873ml more than their maximum programmed fill volume of 2400ml.no additional information is available.